Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a topical adhesive was used to close. The patient experienced poor healing with the wound opening. The patient underwent another procedure to reclose the wound. Additional information has been requested